Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device was opened and that the arteriotomy locator tip was damaged. The procedure was completed successfully and the patient was stable. Additional information was received 04december2019: the procedure performed was a left heart catheterization using a 5fr sheath. The locator tip appeared to be frayed. The package did not appear to be damaged.